Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the medfusion pump exhibited motor rate error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not broken or removed upon receipt, but the barrel head clamp was missing. An error code was found in the ehl (event history log). The customer reported issue could not be tested due to the barrel clamp head was missing from the pump. Root cause of the reported issue is unknown as the device could not be tested due to the barrel clamp head missing from the pump. Replaced the worm coupling, lead screw and both clutch halves as preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 23-jun-2020.